Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ right side') and glaucoma ('my eye dr told me recently that my eyes have beginning stages of glaucoma and my vision will get worse and I will need to wear sunglasses as much as possible') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2000, gallbladder removal, abdominal tenderness, chest pain, gallstones, cholecystitis acute, hepatic congestion, hallux valgus correction, discomfort epigastric, breast reduction, shortness of breath, sore throat and postnasal drip. Current weight 147 lbs. Concomitant products included citalopram, cyanocobalamin, methylphenidate, pyridoxine hydrochloride (vitamin b6) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: extremely moody"), emotional disorder ("hormonal changes describe: very emotional"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe:night sweats"), anxiety ("psychological or psychiatric problems condition: worsened preexisting anxiety"), depression ("psychological or psychiatric problems condition: worsened preexisting depression disorder"), back pain ("back pain") and the first episode of musculoskeletal pain ("shoulder pain"). In (B)(6) 2013, the patient experienced amnesia ("neurological conditions or problems type: loss of words, loss of memory, my words would come out jumbled up which made conversations very difficult and embarrassing, all of this also impacted my job as teacher"), fatigue ("fatigue/ exhaustion"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("headache"), dizziness ("dizziness"), lethargy ("extremely lethargic") and hypersomnia ("constant sleeping"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: numerous vaginal (yeast) infections"), dysmenorrhoea ("dysmennorhea (cramping)/ cramping with cycles") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced pruritus ("rashes or skin conditions type: constant itching and feeling like things were crawling on me,"). In (B)(6) 2017, the patient experienced tooth loss ("tooth problem teeth falling out") and dental caries ("an excessive amount of tooth decay and fillings"). In (B)(6) 2019, the patient experienced visual impairment ("vision/eye problems type: my vision has gotten worse over the past few years."). On an unknown date, the patient experienced glaucoma (seriousness criterion medically significant), hypoaesthesia ("numbing"), paraesthesia ("tingling"), pain in extremity ("pain in hands and shoulders"), the second episode of musculoskeletal pain ("pain in hands and shoulders"), arthralgia ("hip pain"), speech disorder ("my words would come out jumbled up which made conversations very difficult and embarrassing"), abdominal pain ("abdominal pain"), bladder disorder ("bladder prob.") And cystitis ("bladder infection"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, hypoaesthesia, paraesthesia, pain in extremity, the last episode of musculoskeletal pain, arthralgia and abdominal pain had resolved, the mood altered, emotional disorder, hot flush, night sweats, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, anxiety, depression, pruritus, amnesia, vaginal discharge, visual impairment, glaucoma, weight increased, alopecia, migraine, tooth loss, dental caries, dizziness, lethargy, speech disorder, bladder disorder and cystitis outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, cystitis, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, glaucoma, headache, hot flush, hypersomnia, hypoaesthesia, lethargy, menorrhagia, migraine, mood altered, night sweats, pain in extremity, paraesthesia, pelvic pain, pruritus, speech disorder, tooth loss, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight increased, the first episode of musculoskeletal pain and the second episode of musculoskeletal pain to be related to essure. The reporter commented: on left-4 coils noted on right--5 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: anxiety. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event abdominal pain, bladder probs. Bladder infection. Updated outcome of events pains from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ right side') and glaucoma ('my eye dr told me recently that my eyes have beginning stages of glaucoma and my vision will get worse and I will need to wear sunglasses as much as possible') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2000, gallbladder removal, abdominal tenderness, chest pain, gallstones, cholecystitis acute, hepatic congestion, hallux valgus, discomfort epigastric, breast reduction, shortness of breath, sore throat and postnasal drip. Current weight 147 lbs. Concomitant products included citalopram, cyanocobalamin, methylphenidate, pyridoxine hydrochloride (vitamin b6) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: extremely moody"), emotional disorder ("hormonal changes describe: very emotional"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe:night sweats"), anxiety ("psychological or psychiatric problems condition: worsened preexisting anxiety"), depression ("psychological or psychiatric problems condition: worsened preexisting depression disorder"), back pain ("back pain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2013, the patient experienced amnesia ("neurological conditions or problems type: loss of words, loss of memory, my words would come out jumbled up which made conversations very difficult and embarrassing, all of this also impacted my job as teacher"), fatigue ("fatigue/ exhaustion"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("headache"), dizziness ("dizziness"), lethargy ("extremely lethargic") and hypersomnia ("constant sleeping"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: numerous vaginal (yeast) infections"), dysmenorrhoea ("dysmennorhea (cramping)/ cramping with cycles") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced pruritus ("rashes or skin conditions type: constant itching and feeling like things were crawling on me,"). In (B)(6) 2017, the patient experienced tooth loss ("tooth problem teeth falling out") and dental caries ("an excessive amount of tooth decay and fillings"). In (B)(6) 2019, the patient experienced visual impairment ("vision/eye problems type: my vision has gotten worse over the past few years."). On an unknown date, the patient experienced glaucoma (seriousness criterion medically significant), hypoaesthesia ("numbing"), paraesthesia ("tingling"), pain in extremity ("pain in hands and shoulders"), arthralgia ("hip pain") and speech disorder ("my words would come out jumbled up which made conversations very difficult and embarrassing"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered, emotional disorder, hot flush, night sweats, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, anxiety, depression, pruritus, amnesia, dysmenorrhoea, vaginal discharge, visual impairment, glaucoma, weight increased, alopecia, migraine, tooth loss, dental caries, dizziness, lethargy and speech disorder outcome was unknown, the dyspareunia, musculoskeletal pain, hypoaesthesia, paraesthesia, pain in extremity and arthralgia had resolved and the fatigue and back pain was resolving. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, glaucoma, headache, hot flush, hypersomnia, hypoaesthesia, lethargy, menorrhagia, migraine, mood altered, musculoskeletal pain, night sweats, pain in extremity, paraesthesia, pelvic pain, pruritus, speech disorder, tooth loss, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on left-4 coils noted. On right--5 trailing coils noted . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow up 2 and 3 processed together. Plaintiff fact sheet and medical record received. Essure removal date added. Reporter information updated. Other relevant history updated. On (B)(6) 2019: follow up 2 and 3 processed together. Pfs received. Events: extremely moody, very emotional, hot flashes, sweats, abnormal bleeding vaginal, menorrhagia, numerous vaginal (yeast) infections, worsened preexisting anxiety disorder, worsened preexisting, depression disorder, constant itching and feeling like things were crawling on me, dental problems, loss of words, loss of memory, my words would come out jumbled up which made conversations very difficult and embarrassing, all of this also impacted my job as a teacher, dysmenorrhea, dyspareunia, vaginal discharge, my vision has gotten worse, glaucoma, fatigue, weight gain, hair loss, migraines / headaches, pelvic pain, back pain, shoulder pain, teeth falling out, an excessive amount of tooth decay and fillings, headache, dizziness, extremely lethargic, constant sleeping, numbing, tingling, pain in hands and shoulders, hip pain were newly added. Reporter information, patient demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.